Event description:
The customer reported that the silicone segment ballooned during an infusion. There was reportedly no IV push or flush given through the set. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.